Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. No defects were found during visual inspection. The device was then functionally testing by attaching it to a viaflo bag and pump and attempting priming. No air bubbles were detected during this test. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The reported condition was unable to be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a fologard IV solution administration set was observed to have air during priming. It was further described as the air bubbles did not disappear after priming with a higher flow rate. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. When the sample becomes available for evaluation or any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.